Event description:
A report was received that the patient's ipg was not in a good spot. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.

Event description:
A report was received that the patients ipg was not in a good spot. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.